Event description:
It was additionally reported that the monitor was cracked and there was black screen display when turning the system on. The broken display was noted during device setup and there was no patient involved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console¿s display screen being damaged was confirmed, as the returned centrimag console (serial number (B)(6) was observed to have a large crack on its display screen upon arrival. The console¿s display screen did not display anything upon powering the unit on. The console was opened to inspect at a component level, and the display screen¿s assembly was observed to have been shattered. The display screen assembly and front overlay were replaced with new assemblies to resolve the issue. Then, the console was functionally tested and performed as intended. The serviced and repaired console was returned to the customer site after passing all tests per procedure. Available information for this event indicates that no patients were associated with or affected by the event. The root cause of the damage to the display screen and the screen¿s internal assembly was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A1-a6: patient involvement to be confirmed with site. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console had a broken display. It was planned to ship the device for repair. There was no delay in patient treatment due to malfunction. Photos were provided.